Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The device was reset and rerun, and the rotational sensor abnormalities were replicated in the rerun data. Inspection of the drive mechanism components found the commutator cap to be contaminated and damaged. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor malfunction and cannula failing to deploy. It could not be conclusively determined if the damage on the commutator cap also contributed to the rotational sensor malfunction that resulted in the observed needle mechanism failure.

Event description:
A patient reports while activating a pod the cannula had failed deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.